Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual inspections were performed on the returned device. The reported cuff miss was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 6fr sheath after an interventional procedure in the superficial femoral artery. Reportedly, cuff misses occurred with both proglide devices. A starclose was used to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.